Event description:
The MFR rep reported that at refill, the estimated reservoir volume ranges from 1.8 to 2.7 mls; the actual reservoir volume is 0 mls. The pt is "not having great symptons control even on day of refill. A follow-up report wiil be sent if additional info becomes available to us.